Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reporting that the patient had an MRI done to rule out hematoma. No hematoma was found and the patient was still experiencing symptoms. The neurosurgeon sent the patient back to the gastroenterologist medical doctor.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient experienced radiating pain in the abdomen after implant of the surgical paddle lead on (B)(6) 2016. There was no troubleshooting performed. The patient began for the patient sometime after the day of implant. The paddle lead was replaced on (B)(6) 2016, and the pain initially resolved for 6 hours but then returned to the abdomen. The health care professional (hcp) removed the system per the patient's request on (B)(6) 2016 and the patient was not pain free. The hcp believed that nerve root irritation was the cause. The manufacturer representative was going to have a follow-up appointment with the patient the next week after the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.